Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2013: procedure: posterior decompression, pedicle screw fixation, stabilization and fusion l4-5 and l5-s1. Impression: stable intraoperative somatosensory and dermatome evoked potentials without significant deviation from baseline latency and amplitude. No triggered emg activity was observed with pedicle screw stimulation. Pre-op diagnosis: severe disk damage and settling and foraminal stenosis at the level of l5-s1 and severe collapse at the level of l4-5. Procedure: posterior l4-5 and l5-s1 fusion, especially on the right side with instrumentation from the synthesis system on the right side with laminotomy, foraminotomy and discectomy at the level of l5-s1 on the right side with the use of microscope, epidural fat transplantation, autogenous bone grafting from the lamina and spinuous processes of the l4 and l5, bmp bone expander material, use of fluoroscopy, use of sseps and neural monitoring throughout the surgery and use of a microscope. Post operatively patient sustained unspecified injuries due to rhbmp-2.